Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, one electronic photo and one medical image were provided for review. The investigation is confirmed for the reported disconnection and the identified migration issues, as a port catheter disconnection and migration were noted on the provided image. However, the investigation is inconclusive for the reported difficult to infuse and suction issue, as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that two weeks and four days post port placement in the right chest wall through the right internal jugular vein, the device was allegedly difficult to be flushed and aspirated. Under x-ray imaging, the catheter was noted to be detached. Additional procedure was conducted to remove the port from the patient. The procedure was completed using another device. The current status of the patient was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and image were provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified. (Expiry date: 04/2022).

Event description:
It was reported that two weeks and four days post port placement in the right chest wall through the right internal jugular vein, the device was allegedly difficult to be flushed and aspirated. Under x-ray imaging, the catheter was noted to be detached. Additional procedure was conducted to remove the port from the patient. The procedure was completed using another device. The current status of the patient was unknown.